Event description:
It was reported that the insulin pump had an unresponsive act button. The blood glucose reading was 300 mg/dl. No significant events leading to the keypad issues were observed. The customer's mother declined troubleshooting for the issue, advising that the high blood glucose levels were due to a meal. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The esc button on the insulin pump did not respond due to corroded keypad trace. The device had minor scratched display window, cracked case at display window corners, battery tube threads, and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.